Manufacturer narrative:
(B)(4). The sample was unavailable for analysis; therefore, no evaluation could be performed. Per "the homechoice and homechoice pro apd systems patient at-home guide", users are instructed that clamps on any unused solution lines must remain closed when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) had received a system error (se) 2240 alarm (air in line), which occurred on the homechoice (hc) machine during the initial drain. The hp stated that they were already disconnected and closed all the clamps. The hp stated that they had lines in their organizer that were not connected to solution bags and the hp did not remember if the clamps were ever closed. The baxter technical service representative (tsr) advised the hp to end therapy and start over with all new supplies. There was no patient injury or adverse event associated with this report. Additional information was requested and is not available.